Event description:
It was reported that the user experienced an occlusion alert while using a steel 6 mm contact detach infusion set, after which a hyperglycemic event occurred with blood glucose reading as ¿high¿ for approximately 2¿3 hours; guided troubleshooting included disconnecting, filling tubing until drops were observed, reattaching, and performing a fill cannula, after which insulin delivery was confirmed as resumed. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing or action taken. Investigation included customer service troubleshooting and assessment of infusion set function and insulin delivery continuity. Investigation of this case revealed that the device alerted to an occlusion and insulin delivery was interrupted until the tubing and cannula were re-primed; after re-priming, therapy resumed as expected, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.